Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent blood glucose variability with episodes of hypoglycemia following automated correction of preceding hyperglycemia, including lows to 54 mg/dl and 40 mg/dl after highs up to approximately 270 mg/dl, with oral glucose used for treatment and no alarms reported. Symptoms included dizziness during the hypoglycemic event. Outcomes included transient impairment requiring self-treatment without medical intervention or hospitalization. Investigation included technical support review of synchronized device data and user-reported history, including factory reset and device disconnection with later reconnection, review of meal announcement patterns, and troubleshooting education regarding consistent meal announcements and avoidance of overcorrection. Investigation of this case revealed inconsistent meal announcements and user-initiated carbohydrate corrections that likely contributed to oscillations in glucose and automated insulin dosing behavior; no device malfunction was observed. It was concluded that the event was related to use pattern and system relearning after reset rather than a device failure, and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.